Event description:
The customer reported an occlusion alarm with their insulin pump, but cts could not verify the alarm number in the pump's history. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.